Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The se performed all the calibrations and the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an, 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.